Event description:
It was reported that during a varix procedure, the clips would not advance. They used another like device. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 08/13/2007. Eval summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument, the lockout spring was out of position. However, no conclusion could be reached as to what may have caused the firing issue. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.